Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and no user injuries or adverse consequences.